Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Reported issue: on (B)(6) 2019, it was reported that the device had a repair. There was low power on the device while the throttle was depressed. The event occurred during kit inspection. The customer returned an air dermatome device, serial number (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan has not previously repaired/evaluated air dermatome serial number (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet taiwan on (B)(6), 2019 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct postion. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6), 2019 which included replacement of the motor, motor sleeve, bearings, spring seal, needle bearing, o-ring, reciprocating arm, and width plate screws. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the event to occur. Therefore, the root cause could not be determined.the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that device had a repair. There was low power on the device while the throttle was depressed. The event occurred during kit inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). Upon receipt of additional information, it has been determined that this is a duplicate report. The report was filed in error and should be voided.

Event description:
No additional event information is available.